Manufacturer narrative:
The reporter noted the event occurred "over the past 3 days". Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was in use when the patient's pump gave multiple occlusion alarms (alarm number: 2). The patient's blood glucose was reported to be between 200s and 300's (mg/dl). A site change and a bolus on the pump was used to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00572.